Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker showed sudden decrease in longevity with unknown cause. To date, the device remains in service. No adverse patient effects were reported.